Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise and inappropriate automatic mode switch episodes. The patient was asymptomatic from the noise. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.